Event description:
A report was received that the patient was not feeling stimulation on the right side. A bsn representative attempted to reprogram the patient with no success. X-rays confirmed the patient's paddle lead was fractured. A lead revision has been recommended.

Event description:
A report was received that the patient was not feeling stimulation on the right side. A bsn representative attempted to reprogram the patient with no success. X-rays confirmed the patient's paddle lead was fractured. A lead revision has been recommended.

Manufacturer narrative:
Additional information was received that the patient will not be scheduled for a revision procedure. A review of the manufacturing documentation of the lead revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.